Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: wrinkling/rippling.

Event description:
Healthcare professional reported "wrinkling/rippling, change shape/size/style" through the national breast implant registry (nbir). This record is for the left side. Device was explanted and replaced. Unknown if device will be returned.